Manufacturer narrative:
The cause was isolated to the power pcb assembly, further root cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker was able to verify the reported issue. It was determined that the likely root cause of the reported issue was the power pcb assembly. However the device can not be repaired. The device was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.